Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After making a cut the handle on the mics handpiece fell off. The handle was on the ground along with the screw. Tka procedure.

Event description:
After making a cut the handle on the mics handpiece fell off. The handle was on the ground along with the screw.tka procedure.

Manufacturer narrative:
Reported issue: the screw in the handpiece handle was loose/fell out. Product history review: device history records indicate 25 devices were manufactured under lot k0a3c and 23 including the reported serial number were accepted into final stock on 9/16/17. A review of qt17-09-0021 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, s/n reported: (B)(4), actual: (B)(4) in prodex lot k0a3c shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: the handpiece motor and electronics function as intended. Conclusion: the screw holds the handle in place. If the screw backs out then the handle can fall.